Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) performed remote troubleshooting with the customer. The customer was asked to remove the nurse call connected then reconnect. The fse had the customer disconnect/reconnect the nurse call connection and the issue was resolved. The unit passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device failed performance verification alarm testing with a resistance of 13 ohms (should be 0-3 ohms). There was no patient involvement at the time the issue was discovered.